Event description:
According to the reporter, during ovarian cystectomy, the surgeon intended to use the absorbable suture to the patient, and found that the suture was broken. Another suture was used for the operation and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.